Event description:
It was reported that during a right superior lobectomy procedure, it produced a fistula. It is unknown what action was taken to manage the problem during the procedure. No device will be returning. The event may have occurred 48 hours after surgery. Additional information has been requested.

Event description:
Additional information was requested on (B)(6) 2011, but no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.